Manufacturer narrative:
Local phone number (complete): (B)(6). Further investigation of the customer issue included a review of the complaint text, field service evaluation of the analyzer, a search for similar complaints, and a review of labeling. An abbott field service representative (fsr) completed troubleshooting of the instrument. This involved parts replacement by the fsr through standard troubleshooting procedures, which resolved the issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i2000sr analyzer, list number 03m74, was identified.

Event description:
The customer observed false positive b-hcg results while using the architect i2000sr analyzer. The customer provided the following result: on (B)(6) 2016: ((B)(6)) initial 51.81 miu/ml (positive), the result was questioned by the physician and a second specimen was drawn. After the new specimen was drawn the original specimen was retested: 17.44 miu/ml. On (B)(6) 2016: ((B)(6)): <1.2 miu/ml (negative) there was no impact to patient management reported.